Event description:
During a patent foramen ovale closure device deployment procedure, a blood clot occurred. All devices were withdrawn from the patient and the patient was monitored. The patient remained stable and the procedure was completed with no adverse consequences. It was noted that the catheter felt stiff and was not deflecting appropriately. Additionally, the patient developed a large clot that was attached to either the ice catheter or the wire that was across the interatrial septum. Everything was withdrawn from the patient and the patient was monitored for several minutes. Unfortunately, the clot was not found, but there were no signs of stroke or pulmonary embolisms or negative effects to the patient. The procedure was completed with the same catheter, with no adverse patient consequences. During the procedure, the patient¿s act was found to be low, probably a large component of the clotting.

Event description:
Additional information received from the reporting person confirmed that the physician believes the blood clot was due to the patient's history of clotting and not caused by the catheter, making this event not reportable.